Event description:
It was reported difficult deflation was encounterd during a pre-dilatation of a highly iliac artery prior to stent placement. The balloon was withdrawn to the sheath where it was intentionally ruptured and removed without incident. Another unit was used to successfully complete the pre-dilatation. There were no pt complications involved. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was very wrinkled. The balloon could not be inflated or deflated due to dried foreign matter in the lumen. The shaft was kinked 13.5 cm from the distal tip. No balloon leak was found, however, the hole may have been occluded with contrast. This device was used in a non-indicated procedure which may have contributed to this event. The co's directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended."